Manufacturer narrative:
H.6. Investigation: no customer samples and no photos were returned by the customer in support of this complaint. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the retention testing. Based on the investigation results to date, root cause was not determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was overfill. This event occurred 2 times. The following information was provided by the initial reporter. It is reported customer is experiencing over filling. Customer stated: "we are experiencing consistent overfilling in sodium citrate tubes (ref (B)(6)). The amount overfilled is significant. All of the tubes that we have used have demonstrated this issue. Overfilling was not sporadic. The first lot that demonstrated overfilling was 0316286."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0316286, medical device expiration date: 2021-08-31, device manufacture date: 2020-11-11. Medical device lot #: 0316283, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was overfill. This event occurred 2 times. The following information was provided by the initial reporter. It is reported customer is experiencing over filling. Customer stated: "we are experiencing consistent overfilling in sodium citrate tubes (ref 363083). The amount overfilled is significant. All of the tubes that we have used have demonstrated this issue. Overfilling was not sporadic. The first lot that demonstrated overfilling was 0316286."